Event description:
Computer assisted minimally invasive right total knee arthroplasty done on patient with right knee osteoarthritis. One of the pins inserted in the right femur broke off when surgeon was trying to remove it . The pin was left in the right leg.